Event description:
The customer obtained false negative vitros (B)(4) results on two different samples collected from the same patient, on a vitros eciq and a vitros 3600 system. The same samples produced a reactive result on a competitive system. False negative results may lead to inappropriate physician action. The vitros (B)(4) results were not reported. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Event description:
Reportedly, the cco fault message "catheter verification, use bolus mode" was displayed. This product has been returned for evaluation as part of an entire system (monitor, cable and catheter). It is used with the swan-ganz catheter, model no. 777hf8, reference MDR report number: 2015691-2009-12353. The product evaluation is ongoing. No patient injury was reported.

Manufacturer narrative:
Complaint was not confirmed. The vig2 was evaluated per standard test procedures including fatu and burn-in test. No error message was logged. No physical damage to monitor, connectors, and pins was observed. Follow up information was received and it was indicated that the patient passed away on (B) (6) 2009. Although the exact cause of death is still unknown, it appears pulmonary in origin; the patient¿s cardiac function was stable, while the pulmonary status worsened in the patient¿s final hours. Further investigation revealed that bolus cardiac output, pulmonary artery pressure and central venous pressure measurements were obtained after indwelling the catheter. The surgery was completed without difficulty and the patient was transferred to the intensive care unit for post-operative care. During the 36 hours prior to the patient's death, there were no interruptions in the patient's cardiac monitoring. The pulmonary artery catheter continued to function with hourly measurements of cvp, pa pressures, and svo2. The patient was transported for a CT scan of the chest on post-operative day three (pod#3), after which point svo2 was not monitored. The patient expired that evening after progressive respiratory failure. This event is isolated and there are no similar returns with this failure in the last 24 months. The risk has been assessed as moderate. An edwards team was sent to (B) (6) hospital (B) (6) on (B) (6) 2010. It was confirmed that the hospital team did not see any catheter damage after its removal. The anesthesiologist stated that the catheter did not contribute to the patient's death. After examining the medical records and having detailed discussions with one of the physicians, the team concluded that the catheter was not involved in the patient's death, since the catheter was functioning until the patient expired and long after the patient began to clinically deteriorate. Investigation results to date show no evidence that the system (catheter/cables/monitors) contributed to the patient¿s death. It is not known what caused the appearance of the catheter; however there is no evidence that the monitors did not function properly. It is unlikely that the damage occurred in a situation where the catheter was being used as intended, including immersion in flowing fluid and connection to a vigilance monitor. These devices contain software that does not allow any excess current to be transmitted through the catheter; the monitors used in this case were tested and the fail safe worked as intended. It is unlikely that the catheter damage occurred while in the patient because the diameter of the melted portion is larger than the introducer. Bench tests show it is not possible to remove a catheter of this diameter through the introducer, and the catheter was returned without the introducer attached. The continuous cardiac output was not working after insertion and an appropriate error message was displayed. The catheter remained in for several days during which the remainder of the parameters functioned normally, which would not have been possible if the damage occurred while in the patient. The catheter appears to have seen damage after removal from the patient, and before the evaluation in the edwards (B) (4) laboratory. This is supported by the fact that svo2 and pap measurements were available during use, but not during evaluation. The team has been unable to replicate failure using monitors/cables (both from (B) (4) and control units); fail safe works as intended and units turn off with high voltage. A service history record review was completed and documented that the device met all specifications upon distribution.